Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed inappropriate shock delivered by device. Inappropriate therapy was attributed incorrect diagnosis of supraventricular tachycardia. No interventions were made. The patient was stable.